Manufacturer narrative:
No product was returned to zoll, and no photos or device logs were provided for review. The patient reportedly received a superficial second-degree burn that did not require treatment. The chest was shaved before the electrodes placement, but no additional skin prep was done. No lot number was given. Burns during cardioversion may reesult from high patient imedance, which can be caused by several factors such as placement, patient's clinical symptoms (sweating), or insufficient preperation. The electrodes IFU (instruction for use) outlines proper application and warns of risks like arcing and burns.

Manufacturer narrative:
Justification for no UDI: this device has a UDI; some information was not provided and is unknown; therefore, a complete UDI cannot be provided. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to cardiovert a 79-year-old male patient, after the second delivery of set energy an arc was heard from the electrode pads. When the clinician was removing the electrode pads, burns were found on the patient. Complainant indicated that the clinician obtained another set of electrode pads to continue treating the patient. Complainant indicated that the patient sustained a second-degree burn.